Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received noted that the bluetooth telemetry loss was resolved. No further information was provided.